Manufacturer narrative:
(B)(4).

Event description:
It was reported "ap fos out of range". Additional information states that the iab catheter was removed and replaced. No patient injury or cosnequence reported. The patient's current condition is reported as "fine".